Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device air leakage became noticeable from about one week after the replacement. The same event occurred several times within several months. The patient was reintubated. Customer reported that there was no patient injury.